Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant upon interrogation the implantable cardiac monitor exhibited that no interrogation was possible, a back up vvi mode message was displayed. The device was explanted and a new device was placed successfully. The patient was doing well post procedure.